Manufacturer narrative:
The device was not returned for evaluation. The lot history record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional perclose proglide devices with reported issue referenced in b5 are filed under separate medwatch report numbers.na

Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using proglide devices after an iliac recanalization interventional procedure with an 8f sheath. Reportedly, when attempting to remove the device from the patient, resistance was felt. The guide wire was reinserted and after the device was removed extensive bleeding was observed. Although the lever was returned to its original position, it seemed that the foot was not fully closed which made the access site hole bigger. A second proglide was attempted; however, a cuff miss [suture retrieval issue] occurred. A third proglide device was used, and 10 minutes of manual compression was applied to fully achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.